Manufacturer narrative:
This lead was explanted on (B)(6) 2019 due to noise. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple abrasion marks were noted along the lead body. Particularly 53 to 55 cm distal to the is-1 connector pin the insulation was found rubbed through due to abrasion. Blood penetrated the lead. During the mechanical analysis a stylet designed for use with the lead was inserted but could be advanced only to the above mentioned area towards the tip of the lead. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019 due to noise. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead is displaying noise. Patients ICD therapy disabled while lead is being analyzed. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.